Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the client suffered or might suffer in the future due to the dreamstation auto CPAP. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. If any additional information is received, a follow-up report will be filed.